Event description:
Product complication: none. Time of complication: during the procedure in 2005. Symptoms: unavailable at this time. Further investigation is being conducted. During the procedure the pt experienced a worsening renal insufficiency and a myocardial infarction (mi). The reported start date for the renal insufficiency and the mi was 2005 with a reported stop date the same day for the mi. The condition for the mi is not pre-existing; however, the condition for the renal insufficiency is pre-existing. No action/treatment was done; however, the event resulted in new/prolonged hospitalization. The worsening renal insufficieny is reported as being unchanged with the mi being reported as resolved. No additional information was available.